Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that death is listed in the otw graftmaster instructions for use as a potential adverse event that may be associated with jostent coronary stent graft procedures. The xience xpedition referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a diagonal lesion with mild tortuosity and mild calcification. The xience xpedition stent delivery system (sds) was advanced and the stent was deployed at 16 atmospheres (atm); however, a perforation occurred. The sds balloon was inflated to treat the perforation, but this was unsuccessful. A 3.5 x 19 mm graftmaster stent was deployed; however, the perforation could not be sealed. CPR was performed, but the patient died due to the perforation. No additional information was provided.